Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an automatic filling error. Patients condition was stable and the iab was removed and iabp treatment was completed. There was no health risk to patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an automatic filling error. Patients condition was stable and the iab was removed and iabp treatment was completed.

Manufacturer narrative:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had automatic filling error. Patient's reported condition was stable. A getinge field service engineer (fse) found auto filling error and compressor vacuum pressure is not applied. Fse replaced the complete pump head part of the compressor 5000h pm kit (0040-00-0147). The inspection results based on the inspection record sheet were good.no patient harm. The failure analysis and testing dept. Received part number kit 5000 hr preventive maintenance serial number na with a reported unit failure of automatic filling error. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed part number kit 5000 hr preventive maintenance serial number na pressure and vacuum head into the cs300 test fixture serial number (B)(6) pump assembly and tested the vacuum and pressure heads to factory specifications per the cs300 service manual part number rev. W. The fat could not verify the failure of automatic filling error. The cs300 autofilled many times without a problem. The pressure and vacuum head passed testing. Retaining the pressure and vacuum head in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.